Manufacturer narrative:
Occupation is lay user/patient. The reporter's meter was provided for investigation where it was tested using strips and controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high inr results with coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2020, the result from the meter was 4.7 inr, and the result from the laboratory within 4 hours was 3.6 inr. On (B)(6) 2020, the result from the meter was 2.3 inr, and the result from the laboratory within 4 hours was 1.8 inr. Any medical decision were made based on the laboratory result. The patient¿s therapeutic range is 2.0- 2.5 inr.